Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component confirmed and duplicated the reported issue. The pt800 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator experienced a "vent inop" alarm condition. The customer did not report any information regarding patient involvement, at this time it is unknown.